Event description:
During a laser lithotripsy procedure the distal 2 to 2.4 inches of the optical fiber was noted to have broken off in the kidney. Approx 1 inch was subsequently retrieved. The pt will be monitored.